Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station keyboard was kept freezing and unable to be used without powering off and on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer had submitted request to it but there was no information received whether the issue was resolved or not. No specific resolution was provided for the case even after follow-up, hence proceeded to close the investigation without specific resolution.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station keyboard was kept freezing and unable to be used without powering off and on . The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.